Event description:
Event description cpi received information that after the implantable cardioverter defibrillator (ICD) delivered a shock to the patient it underwent a reset and began emitting a constant tone and reverted to a one-zone only ICD.